Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with unspecified types of prismaflex sets, there was "use of external filters to connect with vantive filters and machines". There was no report of patient injury or medical intervention associated with this event. No additional information is available.